Manufacturer narrative:
Event could not be confirmed. No radiographs were received. Multiple attempts to gain information have been unsuccessful. No product has be returned, no product information was given and no further evaluation of the product can be completed at this time. Since the product line is unknown, 510k number cannot be provided in this report. Patient condition is unknown. Patient activity level and bone quality is unknown. It is unknown if the patient complied with post-operative care instructions. It is unknown what was or will be done to correct the issue. It is unknown if a concomitant device (implant spacer) or bone void filler contributed to the event. Root cause is unknown, no conclusion can be drawn.

Event description:
Surgeon in (B)(6) alleges that patient had pseudarthrosis. No details of patient condition necessitating the need for initial surgery. Initial surgery date unknown. No details of duration of implantation. It is unknown what the current status of the patient is or what may need to be done to correct the issue. No product information has been given. No further detail of the event have been provided.